Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a green image appeared on the screen. The issue was identified during routine inspection by the customer. There was no patient involvement associated on this reported event. No harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found defects pixel. Based on the investigation results a root cause could not be identified. The most likely cause of the malfunction was traced to the device but unable to be traced more specifically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported a green image appeared on the screen. The issue was identified during routine inspection by the customer. There was no patient involvement associated on this reported event. No harm was reported.

Event description:
It was reported a green image appeared on the screen. The issue was identified during routine inspection by the customer. There was no patient involvement associated on this reported event. No harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer's final investigation results. A device history record review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned to the regional repair center for evaluation and the customer's allegation was confirmed. The device evaluation found that due to cable or charged coupled device damage, the image was green. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.